Manufacturer narrative:
Device has not returned for evaluation.

Event description:
It was reported that the arterial line backed up blood into the reservoir and pushed the reservoir plunger back to about the 1 ml mark. Problem persisted despite the assurance that the plunger was fully seated and lines flushed.